Manufacturer narrative:
Secondary intervention.

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was severely calcified and severely tortuous. It was reported that the physician inserted, removed, and discarded a stent graft delivery system, due to the vessel morphology. The physician inserted and inflated a 10x40 angioplasty balloon to open up the vessels. Another stent graft was successfully deployed. It was reported that upon final angiogram, the blood flow to the left renal artery had diminished, due to thrombus. The blood flow to the renal arteries prior to stent graft placement was good. It is unknown when the occlusion/thrombus occurred, if occurred between the angioplasty and the final angiogram. The physician placed another manufacturer's biliary stent in the renal artery. No additional clinical sequelae were reported and the patient is fine.